Event description:
The customer reported that the tech was having a difficulty seeing the +22.0 diopter cc4204a collamer single piece lens while loading the injection system and consequently, the front haptic tore off as the surgeon attempted to implant the lens. The injector was placed inside the incision but the lens did not have any eye contact. There was no injury to the patient. The reporter stated the event was due to a tech loading error. There were two incidents during this case. See MFR# 2023826-2015-00468 for the other event.

Manufacturer narrative:
Brand name: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Implant and explant dates: n/a. (B)(4). Lens was not returned. (B)(4).

Manufacturer narrative:
Vial was returned with no lens inside.(B)(4).